Event description:
The facility representative reported a colleague infusion pump with "no mains ac icon displayed on the front panel". It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. However, the customer has inspected and repaired the device themselves on-site. Upon further review, quality engineering has confirmed the reported condition. The root cause was assigned to a fuse issue. The customer repaired the 1.6 amp fuse to correct the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the reported condition of a colleague infusion pump with "no mains ac icon displayed on the front panel" was not confirmed nor duplicated by baxter service personnel because the device was not returned for evaluation by the customer. Therefore, no cause is determined and no repairs made concerning the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.